Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and impedance trend was variable. Rv lead pace impedance was 1007 ohms on (B)(6) 2015 and has been varying between 550 ohms to 1000 ohms since (B)(6) 2014 and (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high and variable lead impedance readings on the right ventricular (rv) lead. The lead was suspected for possible fracture, and remains in use. No patient complications have been reported as a result of this event.